Event description:
It was reported that during pre-operation interrogation, the observed subcutaneous implantable cardioverter defibrillator (s-ICD) system impedance was 185 ohms. Although the device was scheduled to be replaced, the entire system was explanted and replaced. The system is not expected to be returned. No additional adverse patient effects were reported.